Event description:
It was reported that an alert was received showing noise on the rv lead. Upon device interrogation, low, out of range, pacing lead impedance was observed as well. Lead was capped and replaced during generator changeout for normal eri. Lead will not be returned for evaluation. Patient was well during and post procedure.

Manufacturer narrative:
(B)(4).